Event description:
This is filed to report the thrombus requiring intervention. It was reported in an article that the patient underwent a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 3+. 10,000 units of heparin were given to the patient immediately after the successful transseptal puncture. The patient¿s activated clotting time was 271s and the steerable guide catheter (sgc) was advanced into the left atrium. Before advancement of the clip delivery system (cds), a mobile echogenic density consistent with thrombus was noted. It was attached to the sgc at the site of transseptal puncture on the right atrial side. Repeat boluses of heparin were given to maintain an act greater than 300s, however the size of the thrombus was increasing. The physician performed a manual aspiration thrombectomy and the thrombus was successfully removed. The patient¿s act remained greater than 300s the remainder of the case and the cds was advanced to a2/p2 and successfully implanted. The final mr was reduced to a grade of 1+ and there was no thrombus noted at the end of the procedure. Details are listed in the attached article titled, ¿management of right atrial thrombus during mitraclip implantation¿. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported thrombosis. Thrombosis is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported medication required and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. Date of event: date estimated. UDI#: the UDI number is not known as the part and lot number were not provided. Attachment: article titled, "management of right atrial thrombus during mitraclip implantation."